Manufacturer narrative:
Calibration was last performed on 28-oct-2022. Qc performed on the day of the event initially showed that the level 1 control was high out of range. It was repeated and came into the acceptable range. The alarm trace showed an abnormal probe-sucking error. The service maintenance actions performed by the field service engineer resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The field service engineer found that the rinse levels for the reagent and sample probes were too low. A fluidic system decontamination was performed and the sample and reagent probes were replaced. The customer performed calibration and qc successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant microalbumin results for 1 patient sample on a cobas 6000 c (501) module. The initial microalbumin result was 106 mg/l. The next day, the customer had multiple calibration and qc failures which prompted the customer to repeat samples run the previous day. The sample was repeated and the result was 22 mg/dl. The initial result was reported outside of the laboratory. The repeat result was deemed correct. The reagent lot number is 65268801 and the expiration date is 30-apr-2024.